Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to the issue and customer¿s blood glucose level became high, with meter showing ¿high¿ and no specific value known. There was no reported need for third-party medical assistance. Customer gave correction insulin injection by pen or syringe, contacted technical support, and reset pump with guidance; malfunction code did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and no additional information was received regarding the final outcome of the event.